Manufacturer narrative:
Sections with additional information as of 26-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Event description:
Consumer reported complaint for hi blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. At the time of the call the customer reported having frequent urination. Caregiver stated he was going to contact the customer's doctor. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification: the test strip lot manufacturer¿s expiration date is 01/21/2023 and open vial date is (B)(6) 2021. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in follow-up call on 19-nov-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated that his condition had improved and he was not currently experiencing any diabetic symptoms. Customer stated that on (B)(6) 2021 he had been taken to the ER. Customer did not disclose his blood glucose test result when at the ER. The diagnosis was hyperglycemia and customer received IV and metformin, customer was discharged on (B)(6) 2021 with new medication (metformin). Note 2: manufacturer contacted customer in follow-up call on 22-nov-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated he is using a true metrix meter that he purchased and that he is comfortable with the blood glucose test results obtained.